Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to a defective component u413 on the computer/analog pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.